Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02709 pertains to the other device. It was reported to boston scientific corporation that during a percuflex ureteral stent placement procedure, the stent was noticed to be 'defective' (specifics unknown) and was not used. It is unknown how the procedure was completed. There were no patient complications as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be 'fine.' Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02709 pertains to the other device. It was reported to boston scientific corporation that during a percuflex ureteral stent placement procedure, the stent was noticed to be "defective" (specifics unknown) and was not used. It is unknown how the procedure was completed. There were no patient complications as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "fine." Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex ureteral stent revealed that the suture holes on the bladder pigtail of the stent appeared ripped. The stent was ripped to the end of the stent which is consistent with marks caused by the suture when being pulled. Additionally, the suture was not present with the return. Most likely, the cause for this failure is related to the suture being pulled through the stent.

Manufacturer narrative:
(B)(4).